Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien not authorized to service the device. The customer inspected the device and could not duplicate the reported failure. The unit passed extended self-testing.